Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during fill 1 of 5 of treatment. A fluid leak was seen. Technical support advised the patient to re-setup with new bags and tubing. Upon follow up, the patient confirmed the reported event and that fluid leaked from inside the cassette door and ran down the cycler. There were no leaks found on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of pd treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during fill 1 of 5 of treatment. A fluid leak was seen. Technical support advised the patient to re-setup with new bags and tubing. Upon follow up, the patient confirmed the reported event and that fluid leaked from inside the cassette door and ran down the cycler. There were no leaks found on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of pd treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.